Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the subject guidewire was returned in 2 fragments (approximately 0.2cm distal fragment and 199.8cm proximal fragment) held together by the platinum coil. The distal fragment was inspected. The nitinol tubing on the guidewire distal end was broken/fractured approximately 0.2cm from the distal end with the platinum coil severely stretched. There was a ripple of kinks/bends towards the distal end. The nitinol tubing surface was rough and the broken/fractured core wire was visible inside the nitinol tubing. The core wire distal end was observed through the distal tip dome. The proximal fragment was inspected. The nitinol tubing on the guidewire proximal end was noted to be broken/fractured approximately 199.8cm with the platinum coil severely stretched. The nitinol tubing surface was rough and dried procedural fluid was present along the platinum coil, the core wire was not visible inside the nitinol tubing. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no resistance encountered removing the guidewire from the dispenser hoop. There was no indication of a user related issue. The anatomy was reported to be severely tortuous. The guidewire tip was shaped 60°. Associated devices used in the procedure was a microcatheter. There was no friction/resistance encountered during the procedure and no force was used to overcome resistance. The wire was not torqued to overcome the resistance. The guidewire was positioned within the middle carotid artery (mca) when the issue occurred. There was high tortuosity in the mca which was relative to the tip of the guidewire. A microcatheter was used in the procedure and the microcatheter performed as intended. The same microcatheter was used to finish the procedure. There were no other difficulties encountered during the usage of the device that could have contributed to the issue. The guidewire was not fractured. Analysis of the returned device found the subject guidewire was returned in 2 fragments (approximately 0.2cm distal fragment and 199.8cm proximal fragment) held together by the platinum coil. The nitinol tubing on the guidewire distal end was broken/fractured approximately 0.2cm from the distal end with the platinum coil severely stretched. There was a ripple of kinks/bends towards the distal end. The nitinol tubing surface was rough and the broken/fractured core wire was visible inside the nitinol tubing. The nitinol tubing on the guidewire proximal end was noted to be broken/fractured approximately 199.8cm with the platinum coil severely stretched. The nitinol tubing surface was rough and dried procedural fluid was present along the platinum coil, the core wire was not visible inside the nitinol tubing. The damage to the returned guidewire indicates the device encountered a significant force during use to have caused this damage and the patient's severely tortuous vessel most likely contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported event ¿guidewire distal tip stretched¿ and analyzed events: ¿guidewire distal tip stretched¿, ¿guidewire distal end/tip kinked/bent¿ and ¿guidewire distal tip broken/fractured during use¿ the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject device was returned for analysis and the device investigation revealed that the guidewire distal tip was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.